Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of diaphragmatic response was noticed by palpation and a decrease in compound muscle activation potential (cmap) amplitude was observed while ablating the right superior pulmonary vein (rspv). A reduction in diaphragmatic motion was also confirmed by fluoroscopy. After the completion of the procedure the patient was asymptomatic for phrenic nerve injury but the phrenic nerve could not be captured with pacing, diaphragmatic motion could not be confirmed with palpation, and elevation of the diaphragm was seen on chest x-ray. The patient was discharged without prolongation of hospitalization. No additional follow-up information has been received.